Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.25x28 and 2.25x15 xience prime stents referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo right coronary artery (rca) and left anterior descending (lad) artery. A 2.25x28mm xience prime was being advanced and was implanted. Then a dissection in the mid rca was noted. The dissection was treated with a 2.25x15mm xience prime. Then a 2.75x28mm xience prime was being advanced and implanted. Then a dissection in the proximal lad was noted. A 2.75x15mm xience prime was used to successfully treat the lad dissection. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.